Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter is confirmed but the exact cause is unknown. One single lumen 4 fr groshong catheter was returned. Two unused connector assemblies, a needle and a suture wing were also included. The stylet was returned within the catheter. The catheter was flushed through the stylet hub with water using a 12 ml syringe and a leak was observed near the proximal side of the 20 cm depth marker. Microscopic observation of the leak location revealed a ¿c¿ shaped split. The flap of material at the split location was able to be lifted and the catheter material was observed to be split at an angle leading into the inner catheter. The cause of the split was likely external from the catheter. The split surface appeared to be smooth and striation patterns were observed. Based on the condition of the returned sample and description of the reported event, possible contributing factors include sharp instrument damage. Since the leak was observed in the catheter, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that after the catheter was unpacked for pre-rinsing, catheter leakage was found. The device was not used on a patient.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebu0342 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter was unpacked for pre-rinsing, catheter leakage was found. The device was not used on a patient.